Event description:
A malfunction was reported in the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the code recurred. The customer acknowledged and understood the instructions.